Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneous prostate specific antigen (psa), total t4, and t uptake results were generated by access 2 immunoassay system for three patients. The duplicate results were not consistent. The erroneous results were not reported out of the laboratory. There was no report of death, injury or change to patient treatment in connection to this event. Bec field service engineer (fse) replaced precision pump seals to address the imprecision issues reported by the customer. The fse then observed cloudiness within the instrument wash pump and replaced the entire wash pump. The fse performed system check and precision runs on the affected assays and obtained acceptable results.